Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the distal pierce hole was melted/split, the exposed cut wire with the attached anchor was burnt/blackened. It appears that the exposed cut wire had melted/split the extrusion at the distal pierce hole. This tear allowed the cut wire along with the anchor to detach from the distal pierce hole. Further examination of the anchor notch found that part of it detached from the distal end of the cutwire/notch weld assembly and was not returned with the device. The condition of the returned incident device was consistent with the complaint that the device cut wire was broken. The tome devices are 100% inspected during manufacturing so the detached anchor and melted/torn distal pierce hole are likely due to the customer usage of the device during the procedure. Therefore, the most probable root cause of the broken wire is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, when electric current was applied to perform the sphincterotomy, the cutting wire tensed up / bowed with difficulty. The nurse tried again to tense/bow the autotome but noticed that the cutting wire detached from the front tip. Additional information revealed that no portion of the wire fell into the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when electric current was applied to perform the sphincterotomy, the cutting wire tensed up / bowed with difficulty. The nurse tried again to tense/bow the autotome but noticed that the cutting wire detached from the front tip. Additional information revealed that no portion of the wire fell into the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.